Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, after clip deployment, resistance was felt during removal. In accordance with the instructions for use a dilator was inserted into the access ports and the thumb advancer was retracted releasing the device from the tissue tract. No more than five minutes of manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned device found it was fully clip deployed and the access ports were applied to the device by the location of the various deployable/movable components. The wings of this device were found bent and broken preventing them from collapsing into the delivery tubeset, trapping and compaction of subcutaneous tissue between the distal end of the tubeset and the locator wings during thumb advancer deployment causing the wings to break. It was determined that there was no missing material and all of the four wings were securely attached to their attachment points. Based on the investigation findings, the root cause for the reported event and the damaged condition of the locator wings is related to the operational context in which the device was used. No mfg or quality inspection issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.